Manufacturer narrative:
An outside of the united states (ous) customer contacted siemens to report that a falsely low creatinine (crea_2) test result was obtained for one patient sample from an atellica ch 930 analyzer. The customer reported that the "photometric lamp intensity out of range" error auto-corrected and that the analyzer is performing normally. A siemens regional support specialist (rsc) investigated the reported issue by reviewing log file data. Photometer data indicated that the lamp intensity went out of range and then resolved itself by coming back into range. This behavior indicates the photometer lamp needs to be replaced by the customer. As designed, for wavelengths that are out of range, the analytical module will stop producing results for assays that use those wavelengths. The wavelengths that were intermittently out of range were 410nm and 451nm and are not used for crea_2 testing. The cause of the falsely low crea_2 test result was a fluctuating lamp. The analyzer is performing within specifications. No further evaluation of this analyzer is needed.

Event description:
An outside of the united states (ous) customer reported a falsely low creatinine (crea_2) test result was obtained for one patient sample from an atellica ch 930 analyzer. The initial result was released to a physician. The same sample was repeated on an alternate atellica ch 930 analyzer. The repeat result was higher and released to a physician as the correct result. The analyzer posted a "photometric lamp intensity out of range" error while the test was processing. There are no known reports of patient intervention or adverse health consequences due to the photometric lamp intensity out of range error.